Event description:
The customer reported that when the nurse entered the patient's room, the patient was in asystole. No audible alarm was heard at the centrl station. The bedside alarm sounded, but the door was shut.